Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed potassium result was instrument maintenance issues. A siemens healthcare diagnostics inc. Technical service center representative directed the customer to perform maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed potassium result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a higher result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed potassium result.